Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the incident was 9.4 mmol/l. Customer stated the device does not show signs of physical damage and confirmed the battery in use meets the instructions for use guidelines. During troubleshooting, the customer was unable to get the display to return after removing the battery for 60 seconds and inserting a new one. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.